Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for pulse generator upgrade procedure. Prior to procedure, interrogation revealed that the patient's atrial lead exhibited noise resulting in a few episodes of inappropriate mode switching. The lead was capped and replaced on (B)(6) 2020. The patient was stable.